Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("5 months post op") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included sulfamethoxazole; trimethoprim (mortin). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced visual impairment ("vision problem") and fatigue ("fatigue/I still have exhausting days"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and visual impairment outcome was unknown and the fatigue was resolving. The reporter considered fatigue, medical device removal and visual impairment to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.